Manufacturer narrative:
The pad-pak was first installed successfully in march 2010 and performed to specification up to the 9th august 2015. Multiple manual power ups mainly of ten minutes duration were recorded between the 13th-18th august 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.